Manufacturer narrative:
Npb has attempted to retrieve further info. As per hosp pt has highly obstructed "mucoviscidosis disease" causing the ventilator to high pressure. Ventilator alarmed and pt was removed from vent. Pt later expired.

Event description:
Nellcor puritan bennett received info which suggests that the 840 ventilator went into "safety valve open" while on a pt.